Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. No viscoelastic is observed in the device. The plunger has been advanced outside the nozzle tip and is advanced over the lens. The lens is advanced into the nozzle entry and is crushed. Photo evaluation: the returned photos show activated company device. The plunger is advanced past the mid nozzle and is advanced over the lens. The lens is advanced into the nozzle entry. A plunger override was observed. The root cause may be related to failure to follow the instructions for use IFU. Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction procedure in the right eye, when trying to implant the lens, the piston left normally however over the lens. A patient contact was reported but no harm has been observed. Additional information has been requested.